Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable d-di tina-quant d-dimer result for one patient sample. The initial result was 0.00 ug/ml with a data flag and the repeat result was 10.39 ug/ml with a data flag. The customer repeated the sample with a decreased sample volume and the result was 12.12 ug/ml. The customer stated they were going to report this result. The patient was not adversely affected. The customer stated the patient was dead upon arrival and her liver enzyme results were very high. They were able to revive the patient and transfer her to another hospital. The transfer was prior to any of the results being generated. The reagent lot number was 15175101. The expiration date was requested but was not provided. The customer refused a service visit and stated there was no instrument issue. Serum indices on the sample were fine. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A preanalytic issue was a likely cause of the event. The customer's centrifuge parameters may not have been adequate. As issues were found in the provided qc data where level 1 was out of specification according to the qc manufacturer's stated range, an issue such as a sample needle blocked by gel, a maintenance issue, or wrong handling of the qc material was possible.